Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm during normal use. Customer reported that when alarm was cleared the insulin pump just resets and repeats the same alarms over and over. Customer was able to clear alarm but did nit receive request to rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2022, customer alleged the pump having a32, e22 alarms. Device received alarming e22 followed by an a32 alarm. Unable to perform operating currents, self test, a21 error test, and displacement test or verify battery power loss alarm and download insulin pump history using thds due to a32 and e22 alarm. Swapping out test boards confirms e22 followed by an a32 alarm, problem isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, broken cracked battery tube threads, missing end cap sticker, stained address/serial number label. Device received alarming e22 followed by an a32 alarm, problem isolated to mother board confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.